Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a fortrex balloon with a non-medtronic 7 fr sheath and .035 guidewire for treatment of a 25mm av fistula lesion. Embolic protection was not used. The IFU was followed. The device was prepped without issue. An inflation device was used for balloon inflation. It is reported that during inflation to 10 atmospheres, the balloon ruptured in the patient¿s vessel. An ensnare device was used to try and remove the device but this was unsuccessful. The patient was sent to a hospital for supraventricular tachycardia (svt) and a consult to remove the ruptured balloon. The balloon fragment was not removed from the patient. The patient was discharged from the hospital and is doing fine.

Manufacturer narrative:
Evaluation summary: the fortrex 0.035in otw pta balloon catheter was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. Approximately 72cm of the 80cm working length high-pressure balloon catheter was received. Approximately 8cm of the balloon catheter was not returned. Included in the 8cm not returned is 40mm of balloon chamber along with two radiopaque marker bands and the distal tip. The catheter separation was noted to have happened within the multilumen portion of the dilatation catheter. The catheter separation face exhibited tensile and torsional stretching. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.